Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reported not being able to hear as well as before with the device. The patient reported a trauma to the head.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). According to the currently available information, damage to the active electrode is expected. It is very likely that the reported trauma might have led to mobilisation of the electrode, resulting in electrode breakages caused due to micro movement. However to determine an exact root cause a device investigation of the explanted device is necessary but the patient doesn't want to be re-implanted due to his age. This is a final report.

Event description:
The patient reported not being able to hear as well as before with the device after a trauma to the head. The patient doesn't want to be re-implanted due to his age.